Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet would not charge when placed on the charging pad, with the charger indicator blinking then turning solid despite repositioning the device and trying a different wall outlet. Symptoms included no adverse clinical effects. Outcomes included replacement charger shipment, and instruction to revert to mdi if needed without emergency care or hospitalization. Investigation included customer troubleshooting and verification of shipping details for a replacement accessory. Investigation of this case revealed a suspected charger malfunction preventing effective power transfer to the device. It was concluded, based on previously established findings for similar reports, that the cause was a faulty external charger.